Event description:
Catheter found broken 9cm from connecting hub. Blood loss 5ml. Infant alert, active, in stable condition, vital signs stable. Catheter was thrown away; new catheter placed; f/u x-rays done.